Manufacturer narrative:
H3: product analysis found that the device had no fault found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: product analysis for product ID: 8253200, serial/lot #: (B)(6) found that it does not respond because the fuse on t he stim1 side was broken. H6: codes of fdr c070603 and fdc d02 is applicable for product ID: 8253200, serial/lot #: (B)(6). Additional code of img g0201202 is applicable for product ID: 8253200, serial/lot #: (B)(6). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim system does not respond to stimulation, there was no numerical value is available for the disconnection. There was no patient injury.